Manufacturer narrative:
Additional information: complaint updated to newly confirmed material which changes the site registration. Correction: cancel MDR due to incorrect site registration number selection in the initial MDR. A new initial MDR will be filed with the correct site registration number.

Event description:
No new information about event

Event description:
It was reported that bd posiflush xs/sf leaked past the plunger. The following information was provided by the initial reporter: patient harm: no. Incident: writer was flushing cvc line with bd posiflush and pulled blood back into the syringe to do a vigorous flush. While doing so, blood started to leak around the plunger of the syringe and out through the bottom.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.